Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a52300 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported their device wasn't working at all and stated it quit working about a month ago. The patient reported it was not letting the patient program it to be able to change the programs. The patient stated their handset wouldn't connect to wifi and stated it connected to wifi for the last year and now it only had bluetooth connection. The patient stated they did not think they had bluetooth connection. The patient stated a month ago they guess that is when wifi was taken off and they could not get it to work because it was not connecting to wifi. The patient reported it would not let them open the interstim x my therapy app or the program. The patient reported it quit working and when it quit working, they started getting pain where the implant is. The patient stated like a month ago they felt like they were getting electrocuted with sharp jolts twice. The patient denied any recent trauma to the implant site or falls. The agent reviewed therapy overview. The agent walked the patient through steps to connect with their implant. The patient successfully connected with their implant on the call and confirmed therapy was on. Patient changed programs and increased stimulation to a comfortable level on new program. The patient will monitor following making therapy adjustment. The patient provided event date as it's been really bad for about a month now. The patient reported in the last two weeks, it's been the worst. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient stated their doctor told the patient they would hear back from their rep on monday. The patient disconnected the call so agent was unable to further clarify any information provided. Agent had a difficult time following patient throughout call and made best attempt to document all relevant event information.